Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at connector board. After disconnecting and reconnecting the internal battery connector on connector board, the pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that their insulin pump alarmed power error. The customer¿s blood glucose level was 256 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump was returned for analysis.